Manufacturer narrative:
The device is currently being evaluated. A follow up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the tap broke off into the patient's bone. The tip remains in the patient.

Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3243. Investigation conclusion: 4310, 61. Additional information: visual inspection confirms there is damage to the distal dip of the instrument. Portions of the tip broke off the tap while other deformed portions of the tip are bent away from the center cannulation. Taps may be used during pedicle preparation to facilitate screw insertion. The cannulation of the tap (through hole) is slid over the guidewire after the site has been dilated to the appropriate diameter. The bone is then tapped to the desired depth. The tip likely broke due to the patient's very dense bone and which may have been combined with excessive force. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.